Event description:
The following article was received based on a literature review: article: sterile corneal infiltrates following cataract surgery: case series. This is a case series of 26 patients (n=26 eyes) undergoing planned cataract surgery. Variable intraocular lenses (iols) were implanted in these patients. The iols were acrysof iol, model sn60wf, alcon; tecnis eyhance iol, model dib00, johnson & johnson; nanex multisert iol, model nc1-sp, hoya. Events included corneal infiltrates (cis). The infiltrates were detected at the first check after 5¿8 days from cataract surgery and were located either within the main corneal incision and/or in the smaller incisions. All affected eyes were treated with a reinforcement of topical antibiotics, by adding moxifloxacin 5 mg/ml, four times a day to standard postoperative protocol. Daily follow-up was started. After 7 days of full antibiotic therapy with unmodified aspect of the infiltrates, topical steroid (dexamethasone eye drops) was maintained 4 times a day for 7 days and slowly tapered according to clinical response and moxifloxacin was suspended. After 30¿50 days, all infiltrates had resolved in 100% of operated eyes. Serious injury: yes, device malfunction: unknown interventions: yes a copy of the article was not provided with this report.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact dates not provided section d4 - catalog #: partial number provided, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a - as lens remains implanted. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Citation: article not provided all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.